Event description:
A customer reported that unexpected negative reactions were obtained on the echo instrument with capture-r ready screen 3, lot r211, for a patient with a history of anti-e.

Manufacturer narrative:
An immucor technical support specialist reviewed the result image files. Visually, cell 2 of the antibody screening assay was weak positive. Cell 2 is homozygous positive for the e antigen. Cells 1 and 3 appeared negative as expected. Cell 3 of the antibody identification assay appeared positive as expected, and cell 6 visually appeared weak positive. Qc performed as expected. All other samples tested at the same time resulted as expected. The customer repeated the sample on the echo. Cells 1 and 3 resulted as negative and appeared visually negative. Cell 2 resulted as negative but visually appeared weak positive using the same lot of reagents as previous testing. The customer repeated the sample on the echo using a different lot of antibody screening plates. The sample resulted as positive (4+) in cell 2 and negative in cells 1 and 3 as expected. The presence of the e antigen was confirmed on in-house retentions. The customer submitted the sample for investigation. An antibody screen was performed on the customer's submitted sample using retention product lot r211. The customers sample exhibited negative reactivity with all cells. Controls performed as expected. The investigation did not identify a product deficiency.